Event description:
Customer reported the following: it was noted the pump (through the drip chamber) the existing pump was infusing quickly and appeared to be delivering a bolus dose. Pump was stopped and replaced. Pt was in svt/vt arrest. Pt was defibrillated three times. Pt immediately recovered.

Manufacturer narrative:
(B)(4). Pt information requested and all available information is included in sections a and b. This report was filed by the manufacturer. Although requested the device has not been received for investigation. A follow up report will be submitted once the device has been received and an investigation has been completed.